Manufacturer narrative:
The reported failure of ventilator inoperative alarm due to machine flow sensor drift exceeding specification limits (>0.2lpm) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that during an on-site inspection, a sales representative powered on a trilogy evo ventilator and a ¿ventilator inoperative¿ alarm was generated, accompanied by the message ¿unable to operate.¿ the customer was informed that the situation would be managed using a backup device, and the customer agreed. There were no allegations of serious injury or permanent impairment associated with this event. The device was returned to the manufacturer for evaluation, and the reported issue was confirmed. The device log files were successfully downloaded and reviewed in full. Analysis identified that the "ventilator inoperative" alarm was triggered due to machine flow sensor drift exceeding specification limits (>0.2lpm). Corrective restoration activities were performed, after which the error condition no longer occurred. As an additional preventive measure to mitigate the risk of recurrence, the flow sensor was replaced. Following repairs, the device underwent final functional testing, including battery verification, valve checks, run-in testing, and cleaning. The unit successfully passed all tests and was confirmed to be operating within specifications.